Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a pca module (on software version 12.1.x) was programmed using epidural profile (bd 50ml syringe preloaded with fentanyl 100 mcg/50ml bupivacaine hci .125% for epidural use only) with the maximum rate set to 25 ml/hour and bolus delivery rate set to 300 ml/hour. However, it was alleged that the "programmed rate did not match the rate of actual delivery." It was reported that the demand dose of 5ml was not delivered over one (1) minute, "and that it actually was not delivered in its entirety within the 15 min lockout interval." The customer's devices were recently upgraded to software v12.1.x; they were previously on v9.19. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, b, c, d and g codes.

Event description:
It was reported that a pca module (on software version 12.1.x) was programmed using epidural profile (bd 50ml syringe preloaded with fentanyl 100 mcg/50ml bupivacaine hci .125% for epidural use only) with the maximum rate set to 25 ml/hour and bolus delivery rate set to 300 ml/hour. However, it was alleged that the "programmed rate did not match the rate of actual delivery." It was reported that the demand dose of 5ml was not delivered over one (1) minute, "and that it actually was not delivered in its entirety within the 15 min lockout interval." The customer's devices were recently upgraded to software v12.1.x; they were previously on v9.19. There was patient involvement, but the outcome is unknown.